Manufacturer narrative:
A4 - patient weight not provided by customer. D4: the primary UDI number in d4 is reflective of all currently available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the cardiomems sensor transmitted waveforms that became dampened shortly after the left ventricular assist device (lvad) was implanted. Technical heart failure specialist (thfs) confirmed that (B)(6) 2025 was the last time the sensor had pulse pressures of around 22mmhg. There were no readings until (B)(6) 2025. The pulse pressures dropped to around 10-13 mmhg and continued to drop in single digits until it completely dampened. Thfs confirmed that any form of surgery could cause a sensor to become dampened. Thfs reported that the pressure data should not be used and recommended that the site consider clinically correlating and/or investigating potential reduced blood flow to the sensor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of interference could not be confirmed based on the provided information. A specific cause for these events could not be conclusively determined through this evaluation. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the lvas with other devices, resulting in potential interference between the lvas and other devices. Section 6, "patient care and management," warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Section c also states that the heartmate 3 lvas can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.